Event description:
It was reported that the implantable neurostimulator (ins) was not responding to telemetry attempts by the patient programmer and re charger. The ins was not used daily and recharged every month to month and a half. The last time the system was recharged was not known. Use of the antenna locator resulted in a power on reset message and subsequent normal recharging screen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Recharger model 37752, serial # (B)(4), programmer model 37743, serial # (B)(4), lead model 3987a, serial # (B)(4), implanted: 2008 (B)(6), explanted: unknown, extension model 3708320, serial # (B)(4), implanted: 2008 (B)(6), explanted: unknown, accessory model 3550-29, serial # (B)(4), implanted: 2008 (B)(6), explanted: unknown.